Event description:
It was reported that the micro reciprocating saw leaked an oil-like substance during a procedure. A back-up device was used to complete the procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the motor assembly, driveshaft and recip shaft were corroded and the bearings were worn.